Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 320 mg/dl and the cause was not known. The infusion set site was changed multiple times. Pump boluses were delivered and the high bg did not respond. A pump system check was performed and no device issues were identified. Reportedly, the customer was to discuss the high bg events with a healthcare provider.